Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the silicone segment disconnects at the distal connection. The lipid set is y'd into the tpn primary tubing and filter below the filter. Three incidents identified all with lipid infusion. There was no patient harm.

Manufacturer narrative:
The event product was not returned for investigation.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.